Event description:
The customer reported that the device turns itself off. Further information was provided that the power supply would not charge the equipment. There was no adverse patient impact reported.